Manufacturer narrative:
H10: internal complaint reference case- (B)(6). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the wound was debrided and the internal fixation removal was performed. No further complications were reported. The impact to the patient beyond the reported wound debridement and removal of the internal fixation cannot not be determined since the patient¿s outcome was not reported. Should any additional relevant medical information be provided, this cause would be re-assessed. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h10.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that after a band fixation surgery with internal fixation using a twinfix ultra ha due to a fracture on the fifth metatarsal base. After 39 days of the surgery, there was wound exudation and wound debridement and internal fixation removal were performed. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).